Event description:
It was reported that during the boot-up sequence, the customer's devce would not go past the initial screen and would intermittently show a solid white display. A solid white display is indicative of a device lock-up.there was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the removed pcb assemblies and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u61 from the system controller pcb assembly.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the user interface and system controller pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.